Event description:
A customer reported to olympus during a lymphnode biopsy through the respiratory tract, while a single use aspiration needle's was targeting the 4r node, the sheath was set. But when when the needle was pushed, the sheath got pushed out further and a pneumomediastinum occurred. Additionally, the customer confirmed that the pneumomediastinum was self-resolved, no interventions were needed. Pt did not require any level of hospitalization for the pneumomediastinum. This report is being submitted for pneumomediastinum and the sheath had a fixation issue. Additional follow-up request has been sent. Should new information become available, this complaint will be updated and a supplement report will be provided.